Manufacturer narrative:
A tear was observed on the exposed portion of the soft cannula, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 15 mmol/l (270 mg/dl). The pod was leaking insulin while worn longer than 48 hours. As treatment, a new pod was placed.